Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the actuator mandrel protruding proximally from the delivery catheter handle. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with an mr grade of 4+. The mitraclip delivery system (cds) was advanced to the mitral valve and the clip was placed. However, during deployment when retracting the actuator knob, the actuator mandrel exited the cds handle 3-4 cm. The clip was deployed without further issues, reducing mr to <1. There were no adverse patient affects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated, and without the device to analyze, a definitive cause for the reported material protrusion of the actuator mandrel could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.